Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. The pump powered up to a dim and discolored display with auditory and vibratory features. All the buttons responded properly. In addition, the battery compartment was found to have cracked below the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim/discolored. This report is made based on results of investigation completed on 08/22/2014.